Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an orif surgery for the left femoral trochanteric fracture. After inserting the nail and blade, the surgeon used the flexible screwdriver and tried to lower the locking mechanism, but the tip of the screwdriver could not reach the locking mechanism easily. While checking the area around the connection between the nail and the insertion handle with an image intensifier, the surgeon tried various things for about 5 to 10 minutes, such as turning the affected side inward, pushing the screwdriver harder, and changing the surgeon. After that, turning/lowering the locking mechanism succeeded, and the surgery was continued. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) scrdriver-hex 5 flex cann this is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is on (B)(6) 2024. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.